Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the surgeon was not sure if the device fired. It was difficult to connect. There was no click sound. When the donuts were inspected the donuts were thinner than usual. There was a tacky film noticed in a donut shape at the tip of the stapler. The device was difficult to pull out. Suture was used to complete the case. There were no leaks. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.